Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and contamination issues of the pulse generator. Additional information received indicates that the contamination issue was due to pocket erosion. There were no additional adverse patient effects reported. The ICD was explanted.